Event description:
During a device use, it was reported that the device delivered a defibrillation shock to a (B) (6) female patient six times before illuminating the service light and displaying a blank post shock ECG rhythm. The rescue team power cycled the device and the ECG signal returned. The patient subsequently received a seventh defibrillation shock and was transported to the hospital without any further incidents. There were no reports of adverse effects to the patient as a result of the device use. There were no further details on the event and/or patient provided.

Manufacturer narrative:
(B) (4): physio- control evaluated the device and observed several fault codes repeatedly logged in the memory on the day of the event. Physio replaced the system/ memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system/memory pcb assembly at the failure analysis center, and verified the reported failure. However, physio was unable to further determine the cause of the problem.